Event description:
The customer reported that a patient went into cardiac arrest after an asystole alarm was missed.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient went into cardiac arrest after an asystole alarm was missed at 9:56 on (B)(6) 2022.